Event description:
In this event it is reported that a automatrix broke during use.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: return returned product was 1 unit of item#: 62422510 automatrix refill mt lot#: 09740367 in original packing and containing 73 matrix bands. The problem " matrix bands break during use." Could not be duplicated to the bands returned by using standard testing protocol on n=8 bands randomly selected from each lot using aql 1.5 c=0 for visual and dimensional evaluation and n=4 using aql 10.0 c=0 for destructive testing. These tests included measurement of the small coil outer diameter and a functional test, which is to tighten the matrices around a tooth model using an automate flexshaft tool; a torque test, which is measuring the amount of torque needed for failure; and a visual inspection for abnormalities as per 0290-ip-7.5-42-03 and 0290-wss-7.5-42-02. All 8 bands visual/dimensional inspections were found to be within our normal standards and meet all form/fit/function of the device. Destructive testing 4 samples meet tear out requirement by measuring 35, 36, 34 & 33 in. Oz. Force (criteria is greater than or equal to 10 inch/ounce force). (Nwv) retain: retains are not available for review as final packaging retains are not kept as per normal procedure. Retains for item#: 1716601, lot#: 09452234 were pulled and inspected/tested as per 0290-wi-7.5-42-03 & 0290-ip-7.5-42-19 & 0290-wss-7.5-42-02 and were found to meet all acceptance criteria. (Nwv). DHR: DHR for item#: 62422510, lot#: 09740367 has been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the execution of the packaging work order for automatrix refilll mt. Work order/lot#: (B)(4) is the final packaging order which utilized bands manufactured on work order/lot#: (B)(4) for item#: 1716601 (band assy matrix ¼ x .0015). DHR for item#: 1716601, lot#: 09452234 has also been pulled, reviewed, and attached to this case. DHR review did not indicate any issues during the execution of the matrix band assembly production work order, with all processing steps and inspections deemed acceptable by the operator(s) and quality as per 0290-wi-7.5-42-03 & 0290-ip-7.5-42-19 & 0290-wss-7.5-42-02. (Nwv).